Event description:
It was reported that during an angioplasty procedure via femoral artery, the pta balloon allegedly had inflation issue. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was received for evaluation. During visual evaluation, no anomalies were noted to the luers/y-body. During functional evaluation, an in-house presto inflation device was used to inflate the balloon but the balloon was unable to be inflated or maintain pressure. Under microscopic examination, a compound rupture was noted to the balloon. No further functional testing was performed. Therefore, the investigation is confirmed for the reported inflation problem and identified compound rupture as a compound rupture was noted on the balloon due to which it was unable to be inflated. A definitive root cause for the alleged inflation problem and identified compound balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 09/2024.